Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On october 9, 2018, it was reported that the item was returned after repair, and then it was checked by the ward nurse. While checking the item, it turned out that the item still has the same defect as before - it stops during work and does not restart. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was september 25, 2018 where it was reported that the device needs repair as it was not working and the bearings, spring seal, lever die cast, ball plunger, reciprocating arm, switch, control bar, thickness control shaft, fine adjustment cam, and set screw were replaced. This is not a related issue. Product review of the electric dermatome by medicrea on october 18, 2018 revealed that the power cord was corroded. The calibration was out of specifications at the zero, ten, and twenty settings. The motor did not run and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by medicrea on october 31, 2018 which included replacement of the bearings, spring seal, motor, plug harness assembly, and seal/strain relief. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by medicrea it was noted that the motor did not run. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was noted that the motor did not run. It is unknown with the information that was provided how this occurred. An issue evaluation was created to evaluate if further corrective or preventative actions are needed for this type of event. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the customer checked the device and it does not work. The device stops during work and does not restart. No adverse events were reported as a result of this malfunction.